Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Evaluated one opened/used reservoir. Checked reservoir snap-cap width dimensions, using a new lab infusion set. Performed IFU reservoir and failed per specifications. Reservoirs nap-cap too loose to connect/release.

Event description:
It was reported that the customer had been having issues with the reservoirs and the infusion sets, and the cap was not going on properly. The customer stated that when they connected the cap to the reservoir, the cap did not look straight. The reservoir cap was loose. The customer stated that might have been the issue. Troubleshooting was performed. The customer was asked to try again, and the customer stated that the cap looked loose again. The same process was repeated with another reservoir and the cap worked properly. The customer's blood glucose was 146 mg/dl. Nothing further was reported.